Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels reached high, over 500 mg/dl while wearing the pod between 24 and 36 hours. Patient stated that the pink slide did not move forward. The pod was peeling up and they saw that the cannula dislodged from the infusion site (leg). The cannula was also bent. As treatment for hyperglycemia, a new pod was applied.

Manufacturer narrative:
Customer reports an adhesive issue that resulted in the cannula dislodging. No issues were observed with the adhesive pad. The exact cause of the adhesive failure could not be determined. No issues were observed with the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. Data downloaded from the device indicates it ran until the 80 hour expiration. The final ~500 pulses were basal pulses. The customer reported that the cannula dislodged from the infusion site. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. The device was received fully deployed. No damages or defects were noted that would result in a needle mechanism failure. Data downloaded from the device indicates it ran for 2428 pulses and reached 80 hour expiration. Having ran for this long, the device irrefutably was used by the customer for insulin management. The allegation that it did not deploy is unfounded.